Event description:
Balloon malfunction during use of a single use covidien round shape balloon used for inguinal hernia surgery. Surgeon stated that the balloon was not holding air, and this is the second time recently that she has had one that is malfunctioning.